Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). It was reported that the cause of the change in stimulation, burning, and the ripping pain was not determined.

Manufacturer narrative:
Concomitant medical product: product ID: 977a275, serial# (B)(4), implanted: (B)(4) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain and complex regional pain syndrome type I via a manufacturer¿s representative (rep). The rep reported that stimulation had moved since about (B)(6) 2018. The rep reported that the patient had gone through an independent medical evaluation at which he was forced to bend forward at the trunk and move his head as far as he could in multiple directions. The rep reported that the patient felt burning, ripping pain in the lower back and pocket area since that time. The pocket pain was improving however. The rep reported that since (B)(6) 2018, the patient had a change in area coverage, including undesired areas of the right arm/forearm that were not present before the evaluation. The rep reported that the patient also felt like there was bleeding or fluid in the area of the pocket as well since that time. The rep reported that they reprogrammed stimulation to the patient¿s satisfaction with full coverage of painful area of the right hand. The rep reported that the impedance at electrode 2 was greater than 10,000 ohms. The issue was resolved. No further complications were reported.